Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000e display background has red wavy lines like as tiger stripes.the customer confirmed that there was no involvement reported from this event.

Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was defective display (screen interference). Screen interference is clearly visible but machine is starting-up properly in the background. Start-up buzzer test and start-up sound audible. Touch screen clicks visible as well. This means that both the controllers are working properly. As a resolution,a vyaire field service representative(fsr) evaluated the device onsite and replaced the ui (user interface) which resolved the issue.